Event description:
A nurse reported that a laser did not work before surgery. The system was exchanged to start and complete the case. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).